Event description:
It was reported to boston scientific corporation that a hydrothermablator procedure set was used during a endometrial ablation procedure performed in 2009. During the procedure there was a leak at the sheath handle. It caused the machine to alarm a fluid loss during the heat cycle, they reset the machine and had a second fluid loss alarm. The physician terminated the procedure. The system generated a fluid loss alarm (rate unknown). The system was reset, but they received another fluid loss alarm (rate unknown). The physician terminated the procedure. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The device has been received but an eval has not been performed. Upon completion of the failure analysis of the device, if there is any further relevant info from that review, a supplemental medwatch will be filed.